Event description:
Eval revealed a dislodged display screen and partially dislodged force sensor pins. In addition, the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Review of the pump history indicated loss of cartridge detection. During testing, the pump experienced intermittent loss of prime warnings. Eval revealed a dislodged display screen and partially dislodged force sensor pins. During eval, the force sensor was found to be out of calibration.